Event description:
Phlebotomist #1: while removing a stopper from the tube, handler was cut on broken glass. No stitches required. Blood was not infectious to their knowledge. Phlebotomist was given azt and retrovir and had baseline testing as per facility policy.